Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received information alleging a ventilator was turn off then turns on. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was turn off then turns on. There was no harm or injury reported. The ventilator was evaluated by the third-party service center for evaluation and the customer's complaint was not duplicated. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements.